Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication was not routing to the health site viewer and was not printing on the pick and fill list when it was critically low or stocked out. The medication ID for this station was me 1.3% pf 133 mg/10 ml vial (bupivlip10). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication was not routing to the health site viewer and was not printing on the pick and fill list when it was critically low or stocked out. The medication ID for this station was me 1.3% pf 133 mg/10 ml vial (B)(6). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication did not route to the health site viewer and did not print on the pick and fill list when critically low or stocked out. The technical support specialist informed the customer that the medication was currently listed on the med refill report. In response to the customers inquiry regarding whether the medication appeared on the pick and fill report and healthsight viewer when critically low or stocked out, the technical support specialist confirmed that, based on the medication configuration in pes, medications, facility formular, edit medication, details, bulletins, the bulletin was set to print when the medication reached its critical low threshold (configured at 25 percentage of the current amount) and when it was out of stock. The pick and fill report was generated and reviewed, confirming that the medication record appeared in the report. The bulletin service was also restarted to rule out service-related issues, and the customer was requested to confirm whether the same medication quantity results were observed from their end. The system functioned as intended after the technical support specialist troubleshoot the device.